Manufacturer narrative:
The insulin pump was received with a loose drive support disk, minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer is reporting a loose drive support cap on his insulin pump due to insulin pump being dropped during normal use. Customer was advised to discontinue use of the insulin pump and revert to his back-up plan per health care provider. Insulin pump will need to be replaced and customer currently does not know his blood glucose level. No further information was provided.